Event description:
Medtronic (covidien) received information that during a flow diversion of an unruptured saccular left ophthalmic carotid aneurysm with a pipeline embolization device, the physician was unable to torque the distal capture coil off the pipeline device. After reaching the ten turn limit the device was corked and taken out of the patient. Upon inspection on the back table it was observed that the marksman catheter was actually twisted and damaged. The patient was re-accessed and we attempted unsuccessfully to pipeline the patient with a new catheter and pipeline device. This second attempt was aborted because the vessel tortuosity made it difficult to deploy the device. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found inside of the catheter. The distal end of the pipeline extended out of the catheter distal tip. The pipeline appeared to be released from the capture coil. The distal and proximal ends of the pipeline were found opened with damaged braid. The middle section of the pipeline appeared to be fully opened. No defects were found with the tip coil. The capture coil was found stretched. The pushwire was found to be kinked. The catheter body appeared to be accordioned. No other anomalies were observed. No other complaints have been reported against the lot numbers. Based on the above findings, the customer's report could not be confirmed. The cause for the experience reported could not be determined as the pipeline was released from the capture coil. It is possible that the tortuous anatomy, damaged capture coil, pushwire, braid and catheter may have contributed to the reported issue subsequently causing the pipeline to be stuck inside the capture coil. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline instructions for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.